Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the preclose technique via a 6f sheath, prior to stent graft procedure. The first proglide suture was place successfully. Reportedly, a second proglide was attempted; however, when the plunger was removed, there was no suture noticed. Another proglide was successfully placed and the sheath was upsized to 16f. After the stent graft procedure, the two sutures were used successfully to achieve hemostasis.there was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. It is reportedly not known if the physician is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.